Event description:
On (B)(6) 2011, I underwent a discectomy which was performed by a surgeon who employed your stryker dekompressor on my neck. I was under the impression that I would have some residual discomfort, but that all went well. Fast forward to (B)(6) 2014, I was in a car accident and I was rear ended and taken to the hospital, and while getting checked out for the accident, I was advised of a horrible fact. I had a foreign body in my neck that was not supposed to be there. This was mystifying to me, as I have not had any other procedure done in my neck apart from the discectomy. I had chosen to have this procedure precisely because it did not involve the implanting of metal. Upon consulting with my doctor, I was advised that I should have a CT scan to determine if indeed I had metal in my neck. I went ahead and underwent a CT scan, which was deemed unremarkable for metal in my neck. At that point, I needed to have MRI's done for my auto accident injuries, so I proceeded to do the first one. While I sat in the MRI, my neck was vibrating, getting hot and I felt dizzy and like I was being choked, at which point, I pushed the button to stop the test. My dizziness continued thru the next day. When in consulted my doctor, he asked me to have more tests and at that time, it was confirmed that I indeed had metal in my neck. Seeking to remove it. I consulted with add'l neurosurgeons, who also confirmed that I do have metal in my neck and it is a needle-like object. As it was explained to me, this object is located in a very risky place, and its removal would involve a lengthy and highly risky surgery in which sections of my spine would have to be removed. This has the risk of paralysis, but it is by no means the only risk. Being under anesthesia for an extended period of time has numerous risk, and additionally, I would also have the risk of dying, as the object is in a very precarious position-next to an artery. I have been advised to temporarily hold off having this item removed until my disc deteriorates more, so surgeons can go in that point and work on my disc and attempt to remove the needle. The doctor who operated on my neck and performed the discectomy knew what happened to me, and he told me that a piece of the dekompressor broke off and is now in my neck. It does have metal in it.